Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as surgical impact opening (shell thickness within specification). Capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Healthcare professional later on reported capsular contracture, baker grade iii. Device was explanted.

Event description:
Healthcare professional later on reported capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d9, h3, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.